Manufacturer narrative:
Product complaint # (B)(4). Batch # unk a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Surgeon thinks that the stapler blade is not cutting the tissue properly. As if it was not sharp. How was the bleeding controlled? Clips and suture. How much blood was lost (ml)? We had no need. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). 1 more day of hospitalization to monitor the patient's hemoglobin. After that he evolved well and was discharged." Additional information received: ple60a and ple45a with ecr reloads are being used. Typical cartridge selection is 2 green, 1 gold, and 2 blue for sleeves and 1 gold, 2 blue, and white for bypass. The bleeding is noticed throughout entire staple line, not just one area. The surgeon does wait 15 seconds and pulse fires. No staple formation issues noticed. The surgeon also believes that the blade damages the tissue and causes bleeding. It was discussed to ensure surgeon waits 15 seconds, pulse fires and cartridge selection. The surgeon¿s biggest concern is intraoperative bleeding on the staple lines. He stated that the competitor¿s knife seems sharper and has a dry cutting line, while ethicon¿s seems to damage the tissue. In some cases, the tissue is being pushed forward. This is while using ecr cartridges lately but cannot be positive with gst as well. There were no staple formation issues noted and the staples had the proper b-shape. The surgeon¿s typical cartridge selection for sleeve procedures is three golds and a blue and bypass is a white and blue at pouch (sometimes gold). When he uses medtronics, for sleeves, he uses purple and bypass, purple (sometimes tan). Both pulse and continuous firing techniques used with same result. He confirmed that he waits 15 seconds prior to firing. The jagged cut seems to be on every firing during bypass procedures. Suture reinforcement is sometimes necessary.

Event description:
It was reported that during the gastroplasty procedure there was bleeding in the entire line of staples, requiring the use of clips and sutures. The technique was sleeve. According to the surgeon himself "there is a problem with these staplers that are bleeding more than usual."